Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting range from 165 to 240 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015 9:52 am) with results of 271 mg/dl and 244 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 09/20/2017 and open vial date is (B)(6) 2015. Recall test results performed at least two hours after meals from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting range from 165 to 240 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 9:52am) with results of 271 mg/dl and 244mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 09/20/2017 and open vial date is (B)(6) 2015. Recall test results performed at least two hours after meals from meter memory: (B)(6). Adverse event not reported.